Event description:
The customer contacted baxter's technical service center to report an increased intra peritoneal volume(iipv), while on home choice (hc) device, during initial drain. The home patient (hp) stated that the he felt the initial drain was not performed properly. The baxter technical representative (tsr) asked the hp to check the initial drain volume. During the first drain, a low drain volume was triggered and the hp might have bypassed to go to fill. The hp stated that he was not feeling any discomfort in the abdomen. The tsr documented during troubleshooting that the drain volume was 3295ml and the largest prescribed fill volume was 2000ml. The drain volumes reported do meet the iipv criteria. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for iipv issue was confirmed over the phone. Assignable cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.